Manufacturer narrative:
Investigation results: a wallflex biliary stent and delivery system were returned for analysis. The stent was fully constrained on the delivery system. A visual examination of the device found that the clear outer sheath was bent and the inner shaft was kinked. A functional evaluation of the device determined that it was possible to deploy the stent. No other issues were noted with the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received fully constrained on the delivery system. Although the condition of the returned device does not match the reported event, the complainant confirmed that the correct device was returned. The complaint that the stent moved out of position right after deployment could not be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on september 22, 2016 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography stent placement procedure performed on (B)(6) 2016. Reportedly, the anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent moved out of position right after deployment. The physician removed the stent and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 22, 2016 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography stent placement procedure performed on (B)(6) 2016. Reportedly, the anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent moved out of position right after deployment. The physician removed the stent and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.